Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high and low blood glucose levels. The customer did not provide the blood glucose levels during the time of the incidents but mentioned that their current blood glucose was 204. The customer was treated for the high blood glucose with manual injections and a bolus. The customer did not troubleshoot the issue. The customer was advised to change their sets form no delivery issues they were experiencing. The customer did not return the product back for analysis.